Event description:
Medtronic received information that eleven years post implant of this mitral valve annuloplasty ring, the ring was explanted due to valvular regurgitation. The surgeon reported the regurgitation was not product related but due to patient pathology. No performance allegation was made against the product. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination showed that the band had been twisted with one trigone marker in an outward position and the inflow and outflow aspects showing as the device was laid flat. Two tiny cuts through the sewing cloth were observed along the inflow aspect of the band and adjacent to one trigone marker on the outflow. Brown host tissue was observed on one trigone marker on the outflow aspect. Radiography showed no evidence of mineralization in the band and/or host tissue. Radiography showed a break or fracture in the band adjacent to one trigone marker that likely occurred during the explant procedure. Conclusion: the analysis of the device noted damage that likely occurred during the explant procedure. The surgeon reported the regurgitation was not product related but due to patient pathology. No performance allegation was made against the product. (B)(4).

Manufacturer narrative:
The returned device has been received. The product analysis and investigation is ongoing. A supplemental report will be filed at the conclusion of the analysis and investigation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.